Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebv0536 showed three other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the 3fr sl provena catheter placed on (B)(6) 2017 and broke on (B)(6) 2018. No other information was provided.